Manufacturer narrative:
The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device had a hole in the cord was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the red indication line was missing, the loctite assessment failed for the modified set screw and, the rotational speed was below the minimum at 90 pounds per square inch (psi). It was noted that the device had failed muffler tube verification rotational speed, and the vanes were worn. It was determined that the root cause of the missing red indication line was due to mishandling of the device, which is user error/misuse/abuse. It was further determined that the root cause of the failed loctite assessment, the rotational speed below specification, and the worn vanes was due to normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported that the motor device had a hole in the cable. During service and repair, it was observed that the rotational speed of the device was below minimum specifications. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.